Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. Imaging revealed a proximal type I endoleak. Additional ballooning was performed, but the endoleak persisted. An aortic extender component was implanted at the level of the trunk to provide additional radial force. However, the device removed proximally and landed 2-4 mm higher than intended, with the struts partly covering the right renal artery. Imaging showed that the renal arteries were patent. The physician elected to leave the device in place. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.